Manufacturer narrative:
This report is submitted on december 16, 2019.

Event description:
Per the clinic, the patient experienced pain at the implant site. The patient was hospitalised and treated with oral antibiotics. The implant remains in-situ.